Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 2 weeks after primary surgery. Surgeon explanted the 40mm eccentric glenosphere with screw and 135/145 40/+3 standard humeral cup and replaced them with a new 40mm eccentric glenosphere with screw and 135/145 40/+9 standard humeral cup.